Event description:
Complaint was received in a batch report from the distributor (log #(B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges that false negative hcg results using the consult diagnostics hcg urine cassette tests.

Manufacturer narrative:
Lot in complaint was expired at the time of report. No information in complaint indicating date of occurrence. Unable to determine if lot was expired when issue occurred. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. To date, (B)(4) complaints have been reported against this lot. This issue will be tracked and trended.